Manufacturer narrative:
(B)(4).

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
(B)(4). One used bravo ph capsule delivery device was received for evaluation. Visual inspection found that the delivery system guide wire was bent. Thus, the investigation identified the root cause of the reported event to be user error.